Event description:
It was reported that pump displayed malfunction alarm code 9 with related fault ID while no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully completed reset, and was advised to call back if issue continued, with no further outcome information available.